Manufacturer narrative:
Event 3: this report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 3: this report is for scenario 3. Brief inquiry description: southern group reported 3 events on the pumps, information was very difficult to obtain to specify the cause of the alarms as they simply described them as "malfunctions". Detailed inquiry description: details form the customer: scenario 1 - this is not specified on the occurrence report but I spoke with the nurse: the malfunction was the "air in line" alarm, was so frequent that it prevented the infusion from running despite changing to a new pump, changing the tubing, and priming. Scenario 2 - specifics to the pump log, it will not be available as it was not specifically put aside. Some further complications to this is, it occurred in the back of an ambulance during a nurses escorted transfer. Multiple attempts were made to advance the air, another pump was not available to switch out to, due to being in the back of an ambulance. Also priming another tubing was not tried due to the fact that the nurse had a limited amount of midazolam and did not want to waist what she had. Scenario 3 - where the patient received a bolus of rl, the pump was not in use, the infusion had to run by gravity as the "air in line" alarm was so frequent that the infusion was not able to run through the pump at all. Drip rates were counted, but the IV site was positional and the patient repositioned, changing the drip rate when the nurse left the room. So the occurrence itself was not pump error, but the pump error led to the nurse having to use a gravity infusion. No injury reported.